Event description:
I was in the eye clinic at (B)(6) hospital. I was in a reclined position for an eye procedure. When the procedure was over the doctor pressed the button to raise the chair. The chair did not raise up. Only the headrest moved, grabbing my head and neck. It was quite strong. I was able to slide out quickly.(underneath) the 2nd incident was on july 22nd. It was much more severe. I received medical attention. Physical therapy and chiropractor. The 3rd episode occurred on august 16th. I told the eye doctor about my previous experience with the chair and to not raise it up. I would lift my self up manually. He forgot and activated the chair. Once again the chair malfunctioned. My head and neck were caught in the headrest. I went to the emergency room in the hospital. The back of my neck was swollen. The eye doctor said he had never seen this happen before. FDA safety report ID# (B)(4).